Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04905. A review of the repair history showed the device was purchased on (B)(4) 2009 with no previous repair records. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to improper handling by the user; attributed to damage/deterioration of the cable unit, leading to failure in the image communication to the endoscope. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use (IFU) provides the following ¿important information ¿ please read before use section": - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and found a faulty cable unit. The device will be returned to the user facility following approval for replacement part and repair.

Event description:
The user facility reported that there is no image from the device. The reporter stated this occurred during preparation for use so there was no patient involvement. No additional information was provided.